Event description:
Bent seat rails.

Manufacturer narrative:
Non-conforming production was not noticed and separate in time. Training the fqc, pay attention to the seat rail, make sure the seat rail is properly opened and seated responsible person: (B)(6); date: (B)(6) 2015. Increased sampling percentage during producing. Responsible person: (B)(6); date: (B)(6) 2015.